Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: type of intervention: lung lobectomy by thoracotomy. Name surgeon: dr (B)(6). This happened at the beginning of the procedure with the first cartridge: yes. The clamp didn¿t cut. Are there was resistance at the time of activation: no. Did the surgeon heard an unusual noise: no. How has he completed the procedure: forcing to remove the clamp the patient is fine. Thick parenchyma, apparently that why the knife is blocked. Additional information requested, but unavailable to date: what was the procedure? What tissue was being closed on? Did they complete the 4 stroke firing process? What troubleshooting steps were taken to remove the device from the tissue? What was the patient¿s post-op outcome? What firing did this occur on? Was it articulated? What was the surgeon¿s experience with the device? Were there any clips used prior to this in the procedure?

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc45a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a thoracic procedure, device remained closed on the tissue. Unable to open the clamp, establishment of a clamp under the stapling pliers and incision of the lung with cold knife between the device and the clamp area. Converted to open procedure. Another like device was used to complete the procedure.